Manufacturer narrative:
Additional narrative: patient weight is unknown. Date of post-operative non-union is unknown. This report is for one (1) unknown blade. Date of original implant procedure is unknown, but reportedly occurred about one (1) year ago. As specific part and lot numbers for the complainant blade were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient developed a non-union of the femur approximately one (1) year after a trochanteric fixation nail (tfn) was implanted. During the revision procedure on (B)(6) 2015, it was confirmed that the previously implanted tfn nail had broken. The broken hardware was removed and the patient was revised with another tfn nail. The procedure was completed successfully with no reported delay. The patient status post-surgery is "fine". This report is for one (1) unknown blade. This report is 2 of 3 for (B)(4).